Manufacturer narrative:
This report is submitted on march 12, 2019.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in extrusion of the electrode array. Subsequently the patient was treated with topical antibiotics, however the issue could not be resolved; the device was explanted on (B)(6) 2019.